Event description:
Account alleged ground loss.

Manufacturer narrative:
Bed is not plugged into isolated power. Account found plug was wired backwards. He rewired it and this resolved issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.